Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a clearlink continu-flo solution set. The reporter stated that a normal saline 1000ml IV bag was spiked and the chamber was half full, but the solution would not flow. The roll clamp was open at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues found. A leak test, pressure test and clear passage under water tests revealed the set worked according to the requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.